Event description:
During an ion procedure, the patient developed a pneumothorax. The physician reported that the ion system did not exhibit any issues or unexpected behavior. The lesion biopsied was 2cm and located in the left upper lung. Distance from lesion to pleura was 5mm. A diagnosis of squamous cell carcinoma was obtained. The patient experienced shortness of breath and a 14 fr chest tube was placed. The patient was admitted to the hospital for greater than 24 hours. At the last follow up the patient was stable. Medical history includes emphysema, heart failure with reduced ejection fraction, chronic respiratory failure with hypoxia.

Manufacturer narrative:
The customer did not report that the complication of pneumothorax was related to a product issue, and the ion system did not exhibit any issues or unexpected behavior. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.